Event description:
This lead was implanted on (B)(6) 2011 and remains implanted until this time. It was noted on (B)(6) 2013 that the daily measurements of shock impedance is between 60 and 190 ohm. The physician was dr. (B)(6) at (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).